Event description:
It was reported that the patient presented with an atrial lead and right ventricular (rv) lead that were oversensing noise. No changes or intervention was reported. There were no patient consequences.